Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was determined to be fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with complaints of chest pain. An interrogation noted the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short v-v intervals, high pacing impedance, and high svc impedance. The lead remains in use. No patient complications have been reported as a result of this event.